Event description:
On (B) (6) 2009, the pt reported that when she woke up this morning, she saw "champagne" air bubbles in the insulin cartridge of her infusion device. She said when she tries to prime the bubbles out, her device goes into the stop mode in the middle of the prime. The pt was instructed to disconnect from her infusion headset and try to prime. The pt hit her device hard to try to move the bubbles and was advised that hitting her device could cause it to go into stop. She was instructed to tighten her battery cover and try again to prime. The pt did so and was able to successfully prime out the air bubbles. The pt was able to reconnect to her headset and place her device in run. She stated she has an appointment for additional training. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.